Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a post-meal low glucose episode, describing a drop to 60 mg/dl that was treated with oral glucose tablets and resolved to target; the user had been using a different insulin and had not performed a factory reset, and the specific device component involved could not be determined. Symptoms included dizziness, shaking/tremors, and lethargy. Outcomes included no lasting health consequences, with unexpected medication intervention required to correct the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific device-related findings and insufficient information to attribute a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.